Event description:
This rv lead was implanted on (B)(6) 1997 and remains at the time. A call was placed to technical services on (B)(6)2016 stating that noise, oversensing, pacing inhibition for greater that 2 seconds and varied pacing impedance measurements present in this lead. The physician was dr. Ted lau at franciscan heart and vasular associates in tacoma, wa. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)